Event description:
Rn noted pt o2 sats dropping to 88%. She traced o2 tubing back to flow meter and noted low flow meter in use at .2lpm. Meter changed and rate set at 1lpm with improved o2 sats. Pt received x-rays as result of incorrect info. These flow meters had been pulled due to difficulty seeing the decimal point; however, this one was still in circulation.